Event description:
Biomedix selec-3 IV tubing was defective. The bottom portion of the drip chamber leaked. This caused a delay in pt care. There is no visible crack in the chamber, it appears to be leaking at the glued points.